Event description:
It was reported by the sales rep that the handpiece was spraying oil during autoclave. The handpiece was not being used during a procedure, there was no affect on a patient. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the reported event of leaking oil was confirmed; there was evidence of old oil in the exhaust hose. The leaking oil was most likely caused by a buildup of old oil in the exhaust hose. When the oil reaches a sufficient quantity, it can then start leaking out during sterilization. The handpiece is to be repaired and returned to the customer.